Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the system would indicate 1 minute on battery in perfusion screen. There were no reported adverse consequences to the patient.